Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that the behavior of the navigation system was the intended function of the system. Analysis found that the software functioned as designed.

Manufacturer narrative:
The reported issue was reviewed by medtronic personnel. The issue was found to be that the navigation system functioned as designed. It was noted that optimal registration techniques were communicated with the surgeon.

Event description:
Medtronic received information that, while in a functional endoscopic sinus surgery (fess), an imprecision of one millimeter was observed when progressing deeper into the anatomy. It was noted that the surgeon was accurate on known anatomical landmarks. The registration sphere of accuracy was noted to be yellow, or not optimal but can be navigated on. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. No additional information was provided.